Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose was 312 mg/dl. It was reported the customer did not have a form of back up insulin therapy.

Event description:
Reportedly, the customer did not have a form of back up insulin therapy. Tandem technical support made multiple attempts to follow up with the customer to ensure back up insulin therapy was obtained however all were unsuccessful.